Manufacturer narrative:
Rmd-10001875.109-delay of therapy - minor-hazsit.104.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Running three accuracy tests, the pump was found to be within manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor, which damaged into the expulsor gasket causes not consistent delivery issue. The root cause of the reported issue was found to be fluid ingression.actions were taken to mitigate the reported issue: replaced the expulsor assembly.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +11.5%. No patient injury reported.